Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage most likely occurred due to excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found that the inner & outer extrusion shaft was damaged at 60 mm proximal from proximal markerband and a kink at the port bond was also noted during device examination. The type of damages noted on the extrusion shaft most likely occurred due to excessive force that could have been applied on the delivery system. The bi-component bond showed no signs of damage or strain. Functional testing of the device was performed during analysis. When a first attempt was made to inflate the balloon using a hand held encore inflation device, it was not possible to insert the guidewire in the wire lumen as the wire lumen appeared blocked by hardened medium. The device was left to soak in a water-bath at 37 degrees celsius to soften the hardened medium. A second attempt was then made to inflate the device to rated burst pressure (rbp), however the device failed to inflate as the inflation liquid was escaping through a pinhole which was noted at the damaged inner/outer lumen section of the polymer extrusion shaft. The inflation device was verified before and after use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified circumflex artery. A 3.50x16 synergy¿ stent was advanced to treat the lesion. However, before stent deployment, a backflow of blood was noted in the shaft of the delivery system suspecting of a balloon rupture or leak. The procedure was completed with a 3.50x20 synergy¿ stent. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified circumflex artery. A 3.50x16 synergy¿ stent was advanced to treat the lesion. However, before stent deployment, a backflow of blood was noted in the shaft of the delivery system suspecting of a balloon rupture or leak. The procedure was completed with a 3.50x20 synergy¿ stent. No patient complications were reported and patient's status was fine.